Event description:
It was reported that the user experienced sustained hyperglycemia over approximately 2.5 hours while using the ilet system with a cartridge and infusion set, with fingerstick values up to 460¿465 mg/dl and cgm values trending down after a site change; the user suspected poor absorption at the original infusion site and completed troubleshooting and education with a site replacement, after which glucose trended downward. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no professional medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included product troubleshooting and user guidance to verify insulin flow and replace the infusion site. Investigation of this case revealed no device malfunction reported and suggested potential infusion site absorption issues, as glucose began to decline and continued to improve after site replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.